Manufacturer narrative:
The insulin pump passed functional testing including operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was programmed with multiple boluses and all registered properly in the daily totals history and also matched properly with the units left on the status screen noted. No bolus history anomaly noted. The insulin pump uploaded properly using carelink pro and all bolus data recorded properly on data report. No absence of bolus delivery in the history noted. The insulin pump had cracked case at the display window corners, battery tube threads and minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the bolus are not being recorded in the pump history. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the time and date of the pump is correct but the bolus times and amounts are not being recorded in the pump. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.